Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the suture "wrapped around the capio device," and as the physician "went to fire the capio it broke the suture and needle off in the patient." The physician reported that "the needle separated from the suture and both were retrieved with a pair of pick ups." The physician completed the procedure using another uphold vaginal support system, with no further complications to the patient, who is reportedly "great" post-procedure.

Manufacturer narrative:
Visual analysis of the returned mesh body revealed that both lead sutures were detached from their respective dilators and were received separately. Visual analysis of the returned capio device revealed no defects. Functional analysis of the returned capio device revealed no defects, as the device operated freely and smoothly. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use indicates the following precaution statement: ¿avoid excessive tension on the mesh during handling and positioning to prevent damage to the device.¿ it was determined that operational context contributed to this event.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the suture "wrapped around the capio device," and as the physician "went to fire the capio it broke the suture and needle off in the patient." The physician reported that "the needle separated from the suture and both were retrieved with a pair of pick ups." The physician completed the procedure using another uphold vaginal support system, with no further complications to the patient, who is reportedly "great" post-procedure.